Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process of multiple intermittent cartridges. The customer ultimately successfully filled and loaded the cartridges onto the pump. There was no reported impact to customer¿s blood glucose.